Event description:
This issue occurred during a diagnostic procedure. The name of the procedure performed is unknown. Other devices were replaced during the procedure; however, the model, serial/lot # of the devices were not provided. There was no delay in the procedure. It is unknown whether the intended procedure was completed. It is not available as to whether the same device was used to complete the procedure, or whether it failed during the beginning, middle or end of the procedure. The patient demographics and pre-existing conditions prior to the procedure were unable to be provided. There was no patient injury, infection or medical intervention required. No device fragment fell into the patient. The device was inspected prior to use. There was no damage or abnormalities observed. It is unknown what the generator settings were and it is unknown whether any error codes were displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information obtained from the customer.

Manufacturer narrative:
Probe check was performed on the returned device. The device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device, some tissue build up was observed. The ptfe pad (teflon pad) was inspected and found a large portion was found separated from the jaw exposing metal. Foreign material residue stained on the exposed metal was noted. The distal end of the device was inspected under a microscope and found the probe with no visual indication of damage to the probe unit however, char marks on the probe were observed. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated in seal & cut mode after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the end piece of the thunderbeat handpiece device was found separated from the jaw of the instrument during a therapeutic surgery. There was no patient harm or injury reported. No user injury reported.